Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left arm. A 4.0 x40, 75cm gladiator elite balloon was selected for use. During the procedure, the balloon ruptured at 10 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further noted that 45% of the brachial artery on the left side exhibited moderate tortuosity and mild calcification.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left arm. A 4.0 x40, 75cm gladiator elite balloon was selected for use. During the procedure, the balloon ruptured at 10 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because other product specific information is unknown. If additional details become available, a supplemental report will be submitted.